Event description:
The customer reported that he received a speaker failure inop on the screen of the mx700 with no sound. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
.

Event description:
It was reported that the customer was getting a speaker malfunction; it would not alarm. The device was in clinical use at the time the issue was discovered; there was no patient or user harmed.